Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at service center for annual service and evaluated. The device failed pressure transducers air tightness test. The leak was traced to the pressure transducer on the cpu pcb. The cpu pcb and the pressure adjusters needed to be replaced. Missing right wing pinch valve needed to be renewed. The customer rejected the work order estimate and requested for the device to be disposed. The complaint device was disposed as per procedures. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that an air leak was found in the 4580 fms duo+ pump/shaver combo -ns device while performing an annual service. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.